Manufacturer narrative:
(B)(4).

Event description:
It was reported the estimated device longevity had gradually declined with in a six month period when it was initially stable. It is possible the cause is fluctuation of the battery curve. The patient condition before was stable. The device was explanted and replaced. No further information is available.